Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance measurement had increased to 1800 ohms. Since all other measurements and sensing were within normal limits the physician opted to monitor the patient. Approximately two years later an alert from the remote home monitoring indicated the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead now exhibited high out of range pacing impedance measurements of greater than 2500 ohms. The physician still opted to continue to monitor the patient. The rv lead and ICD remain in service and no adverse patient effects were reported.